Event description:
As surgeon was using the depuy attune rotating platform tibial impactor during a right total knee replacement, the piece split in half. It was retrieved and instrument was removed from sterile field and sequestered.